Event description:
The customer reported the image went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended. This MDR is related to ge healthcare (B)(4).